Event description:
It was reported that the programmer would not start the operating system. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. Per follow-up received from (B)(6), this programmer was actually being returned as requested by the recall instructions but had initially been marked as "lost" by promex, therefore, it was not reportable based on their information, however the programmer did subsequently test out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: 2090w pkk106733r: the programmer was returned and analysis confirmed the customer comment that the programmer would not start the operating system, that it did not power up/turn on. (B)(4).